Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 on the main station failed and could not be recovered. A field service engineer (fse) powered down the station and opened the back panel to inspect the drawer. A snapped solenoid spring was discovered, which provided partial functionality. The spring was removed and replaced with a new one supplied by the customer. After reassembly, the station was powered back on and tested using the hardware testing application. Drawer 2.1 passed all tests, meeting customer satisfaction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer continued to fail and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.